Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead capture threshold was high, impedance had doubled and r waves had dropped. A lead re-positioning was attempted but a lead retraction / extension issue was encountered possibly due to the physician turning the helix in the counter direction. The lead was explanted and replaced. The patient experience no discomfort or complication. The patient was stable.

Event description:
New information notes low impedance was also observed on the lead prior to replacement.

Manufacturer narrative:
Correction: section g4 - the awareness date for the analysis report (date of report jul 21, 2020) should have been jul 15, 2020 rather than jun 15, 2020.

Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture, variable pacing impedance, sensing issue, and helix would not extend/retract. As received, a complete lead with a stylet was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix would not extend/retract was confirmed. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. The helix mechanism/extension length was not performed due to helix was damage during analysis process.